Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The 510k # is k062195. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue began approximately 2 weeks prior to contacting lfs. The patient informed the csr that she manages her diabetes with insulin. At the time the issue started, the patient claimed she did not make any changes to her usual diabetes management regimen. However, a few days after the subject meter stopped powering on, the patient stated she developed blurred vision, nausea and weakness. In response to the symptoms the patient reported that she took an increased dose of insulin (amount unknown). On (B)(6) 2011, the patient claimed she tested with a friend's meter and obtained a reading of "28.1 mmol/l (506 mg/dl)" and immediately self administered 10 units of humalog insulin in response to the high result. At the time of troubleshooting, the patient informed the csr that she had not replaced the subject meter's battery as recommended in the owner's booklet. The patient did not have a new battery at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.